Event description:
It was reported that the burr stuck in lesion and wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). The patient was not a surgical candidate, had a failed graft to the rca and a shockwave balloon would not cross the lesion. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon first start of rotablation, the burr did not start in the guide but at the ostium of the rca and got stuck proximally. The burr would not pull back or come back in dynaglide mode. A non-bsc wire, balloon and surgical forceps were used in attempt to remove the burr. The rota catheter was then cut and removed the sheath to backload the 7f guidezilla over the rota drive shaft, but this also failed to advance. A second guide was introduced in a ping pong technique but unable to get wire past burr. The rotawire was pulled back to burr and pulled on again firmly, but the distal tip of wire got fractured. A 2.5mm non-complaint balloon was then advance into the tip of the guide and guidezilla and inflated it at 16atm to trap the rotadrive shaft, guide with guidezilla and wires. The whole system was successfully pulled out. A 2.0 snare was then used to successfully retrieve the distal rotawire fragment. Due to the long procedure time, the procedure was abandoned and reschedule the patient back to try for a bigger burr. No further complications were reported, and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that at 7mm distal from the strain relief, the sheath was cut. The device returned incomplete as the distal portion of the sheath failed to return for further analysis. The burr housing, strain relief, and a portion of the sheath to the burr catheter returned dismantled from the coil upon device return. The handshake connection was bent. At 8cm distal from the handshake connection, the coil was cut due to customer alteration. The wire returned within the coil was frozen. Microscope inspection of the device found that the handshake connection was partially detached. For a length of 5mm at the cut coil, the coil was stretched and kinked due to customer alteration. Videos were attached to the complaint record; a review of the medical media was performed by medical safety. This is a rotablator case of a heavily calcified vessel. The case description is one of a stuck burr in the right coronary artery (rca). There are very limited images, two video files, one of the burr being stuck then one of the successful retrieval. The case description is of escalating retrieval maneuvers one of which was eventually successful. There is little to be added to the file in comment. The stuck burr was dealt with by the operators without negative sequalae for the patient. The media files contained do not add to the interpretation of the case. Product analysis could not confirm the reported events as the clinical circumstances could not be replicated.

Event description:
It was reported that the burr stuck in lesion and wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). The patient was not a surgical candidate, had a failed graft to the rca and a shockwave balloon would not cross the lesion. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon first start of rotablation, the burr did not start in the guide but at the ostium of the rca and got stuck proximally. The burr would not pull back or come back in dynaglide mode. A non-bsc wire, balloon and surgical forceps were used in attempt to remove the burr. The rota catheter was then cut and removed the sheath to backload the 7f guidezilla over the rota drive shaft, but this also failed to advance. A second guide was introduced in a ping pong technique but unable to get wire past burr. The rotawire was pulled back to burr and pulled on again firmly, but the distal tip of wire got fractured. A 2.5mm non-complaint balloon was then advance into the tip of the guide and guidezilla and inflated it at 16atm to trap the rotadrive shaft, guide with guidezilla and wires. The whole system was successfully pulled out. A 2.0 snare was then used to successfully retrieve the distal rotawire fragment. Due to the long procedure time, the procedure was abandoned and reschedule the patient back to try for a bigger burr. No further complications were reported, and patient was stable.

Manufacturer narrative:
The device was not received for analysis. Therefore, a technical analysis could not be performed. However, an analysis was concluded based on the received videos of the complaint device showing the burr stuck within the lesion and removal of the burr from the lesion.

Event description:
It was reported that the burr stuck in lesion and wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). The patient was not a surgical candidate, had a failed graft to the rca and a shockwave balloon would not cross the lesion. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon first start of rotablation, the burr did not start in the guide but at the ostium of the rca and got stuck proximally. The burr would not pull back or come back in dynaglide mode. A non-bsc wire, balloon and surgical forceps were used in attempt to remove the burr. The rota catheter was then cut and removed the sheath to backload the 7f guidezilla over the rota drive shaft, but this also failed to advance. A second guide was introduced in a ping pong technique but unable to get wire past burr. The rotawire was pulled back to burr and pulled on again firmly, but the distal tip of wire got fractured. A 2.5mm non-complaint balloon was then advance into the tip of the guide and guidezilla and inflated it at 16atm to trap the rotadrive shaft, guide with guidezilla and wires. The whole system was successfully pulled out. A 2.0 snare was then used to successfully retrieve the distal rotawire fragment. Due to the long procedure time, the procedure was abandoned and reschedule the patient back to try for a bigger burr. No further complications were reported, and patient was stable.